Event description:
It was reported that the device was at recommended replacement time (rrt) two years after implant and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary performance data collected from the device was analyzed and revealed battery depletion was indicated/ elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012, with device rrt of less than or equal to 2.6251 volt. Weekly battery voltage trend data shows min bat=2.637 to 2.623 volts between (B)(6) 2012. One low battery voltage alert (B)(6) 2012. Concomitant products: tendril competitor implantable pacing lead: (B)(6) 2010, quickflex competitor implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.